Event description:
Customer reported expiration date on the test strip bottle does not match the date on the test strip vial. No treatment. A request was made for return product and replacement product was sent.